Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-323b-(B)(4): the fiber cap shows minimum signs of usage; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, the fiber expired @ 21 minutes, "making it impossible to complete the case". Joules used 33,401. There were no damages to the patient.